Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" could not draw the drug. The following information was provided by the initial reporter, translated from japanese to english: the user could not draw the drug solution with the syringe.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" could not draw the drug. The following information was provided by the initial reporter, translated from japanese to english: the user could not draw the drug solution with the syringe.